Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
Customer reported that she is unable to remove battery cap on her insulin pump. Customer's current blood glucose reading is 380 mg/dl and is waiting for her doctor's prescription to treat for the blood glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.